Event description:
A falsely elevated sodium result was obtained on a patient sample. The result was not reported to the physician. After discordance was recognized, the sample was re-run and a lower result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated sodium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium result was malfunction of the imt sensor board. The siemens healthcare diagnostics field service engineer (fse) dispatched to the account replaced the imt sensor board. The instrument is performing within specifications. No further evaluation of the device is required